Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf impact code f02 captures the reportable event of death.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted in the duodenum to treat bile leakage during a stent placement procedure performed on (B)(6) 2023. On an unknown date, a few weeks post-stent placement, the patient passed away. The relationship between the wallflex biliary stent and the patient's death is unknown. Note: it was reported that the wallflex biliary stent was implanted to treat bile leakage. However, per the wallflex biliary rx fully covered stent system instructions for use (IFU), the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures. The device is not indicated for the treatment of bile leakage.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted in the duodenum to treat bile leakage during a stent placement procedure performed on (B)(6) 2023. On an unknown date, a few weeks post-stent placement, the patient passed away. The relationship between the wallflex biliary stent and the patient's death is unknown. Note: it was reported that the wallflex biliary stent was implanted to treat bile leakage. However, per the wallflex biliary rx fully covered stent system instructions for use (IFU), the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures. The device is not indicated for the treatment of bile leakage. Additional information received on january 14, 2024. The patient passed away on (B)(6) 2023.

Manufacturer narrative:
Blocks b2 (date of death), b3, and b5 have been updated with additional information received on january 14, 2024. Block h6: imdrf impact code f02 captures the reportable event of death.